Manufacturer narrative:
The device was tested on the bench and on the automated testing equipment system. No anomalies were found. The device met all specifications.

Event description:
It was reported that the hospital had been informed that the patient had expired. Undersensing was observed via review of merlin.net transmissions. There is no allegation from a health care professional that the cause of death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.